Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on medstation but showing on server. A technical support specialist (tss) identified recurring datasync errors caused by structured query language (sql) connection failures, including named pipes provider error 40 and semaphore timeouts. An application-level fault was observed in event viewer, showing that medapplication.exe terminated due to an unhandled nullreferenceexception. Medapp logs confirmed a fatal data source failure linked to sql connectivity issues. The evidence indicated that the station experienced a database crash triggered by resource contention or conflict, and nursing staff likely encountered the failure before the station was rebooted and restored. Post crash logs showed several minutes of data synchronization delays, matching the period when the patient¿s order appeared missing. The data suggested that the order was released while the station was in a crashed or degraded state, resulting in significant synchronization delays despite the order arriving normally at the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient was not displayed on the medstation even though the patient record appeared on the es server. The customer stated that the patient had an active order and had been checked into a clinic mapped to the correct device, however, the order did not show up on the medstation, which prevented the customer from pulling the required medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.